Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient lost consciousness while asleep, at that point the cgm reading was 150 mg/dl. He was taken to the hospital, there they took a bg reading which was 20 mg/dl an the cgm reading was 20 mg/dl (the cgm does not provide values below 40 mg/dl; however, the patient reported the cgm was displaying 20 mg/dl). The patient was in "third degree diabetic coma". The patient was treated with glucagon IV. He regained consciousness on the (B)(6) 2024. The patient was discharged on the (B)(6) 2024. The patient reported that the cgm device was that working correctly and no inaccuracy occurred, that he was calling because his doctor said to continuously use the dexcom devices and a finger stick and to see how close it is and to calibrate it and to continuously using it and monitor it well. Although the patient reported this, the cgm was inaccurate at the time of the event. At the time of the report the patient was good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.